Event description:
It was reported that this lead was explanted due to high, out of range impedances greater than 2500 ohms. This lead was replaced with a new one with no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).